Event description:
Customer reported oil leakage. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the sight glass leaked, the side-cover screw was defective, and the dripping frequency was too low. This was attributed to normal wear. The seals and screw were replaced. The device was repaired and returned to the customer on (B)(4) 2012.